Event description:
Customer reported a malfunction alarm with the code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer during the process; the customer planned to reset the pump independently and agreed to call back if the issue persisted.